Manufacturer narrative:
According to available information, this lead was surgically abandoned and no return of product is intended. As the product will not be returned, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead displayed loss of capture. A lead fracture was suspected. A revision procedure was performed. This lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.